Manufacturer narrative:
Concomitant medical products: product ID a810 lot# serial# implanted: explanted: product type software information references the main component of the system. Other relevant device(s) are: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (300 mcg/ml at 81.02 mcg/day) and bupivacaine (5 mg/ml at 1.35 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient had been unhappy with his medication since (B)(6) 2021 so they did a dye study today and the catheter was patent. The hcp (healthcare provider) then filled the reservoir with pfns (preservative free normal saline - 1000 ml/ml at 81 ml/day) and it was thought that a bridge bolus would be the next step, so a bridge bolus was programmed and had run for 10 minutes. Then the reporter called in to technical services to confirm the appropriate prime was done. It was explained that since the catheter was not primed after the dye study, that first a priming bolus was needed to get the drug to the tip of the catheter, then a modified bridge of 0.199 ml since they were going from a higher flow rate to a lower flow rate. The reporter was assisted with c anceling the bridge bolus, and then doing a catheter access port prime (to fill the catheter access port chamber and catheter with drug) for 16 minutes. Once that was completed, the reporter was assisted with the modified bridge bolus of 0.199 ml. The hcp had or dered drug to arrive at the clinic on (B)(6) 2021. The drug that was ordered, was unknown by the reporter. It was noted that the hcp was trialing medications with the patient. The patient had previously been on dilaudid and said that it worked okay and intermit tently for his pain.